Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleging of bloat feeling, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleging of bloat feeling, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer completed an internal visual inspection. The manufacturer found evidence of water ingress and unknown white and black dust-like contamination as well as potential white dust-like mineral deposits in the air input of the blower box, top of the blower motor, bottom of the blower motor and blower box. The manufacturer also found evidence of unknown white, brown and black contamination as well as slight black contamination consistent with keratin in the filter, air inlet blower box, under the air filter, air outlet of the blower box and on the blower motor seal. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of unknown brown and black contaminants, potential black bio contamination, brown stains and some black hairs in the humidifier lid seal, inside of humidifier box and bottom of the humidifier box. The manufacturer also found evidence of potential mineral deposit in the water tank. The manufacturer found no evidence of sound abatement foam degradation /breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 1 instance of: e-223. The manufacturer concludes the contaminates found were consistent with water ingress and an unknown white, brown and black particle, dust, hair like objects, and keratin, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.